Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It is reported that a customer had a crack on his insulin pump near the reservoir. The customer's blood glucose was not recorded. No further information was provided.